Manufacturer narrative:
Additional contact details: (B)(4). Updated fields: b4, d9, e1(initial reporter, event site email), g3, g6, h2, h3, h11

Event description:
N/a

Manufacturer narrative:
Due to characterization limit: e1(telephone): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that cardiosave intra aortic balloon pump(iabp) had battery failure. There was no patient harm and injury reported.